Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a phaco surgery, they noticed that the iol broke at the optic-haptic junction (trailing) as it got stuck in the injector plunger. No patient impact was reported and an another iol was implanted to complete the surgery. Event was resolved. Additional information has been requested and received stating that, surgeon felt iol had some issue and also the injector(non company) was not smooth.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. Iol returned positioned incorrectly in the iol case. The lens is pressed against two posts of the lens case base well. Solution is dried on the iol. One haptic is broken and is returned. The tip of the other haptic is broken and not returned. Substantial amount of solution is dried on the optic. Unable to conduct dimensional testing on the haptics due to condition of returned sample. The iol optic met specifications when dimensionally measured for edge thickness and plan view. The complainant indicates the use of non company viscoelastic and a non company injector which are not qualified for use with associated model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic and the use of a non company injector. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The complainant indicates the use of non company viscoelastic and a non company injector which are not qualified for use with associated model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic and the use of a non company injector. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).